Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts, with a red light blinking around the button and no vibration. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try several button-press and charging steps without success, then planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged a warranty replacement pump, advised customer to let battery fully deplete before return, to reenter pump settings and reconnect continuous glucose monitor on replacement, and to return malfunctioning pump using provided prepaid label within the specified timeframe.